Event description:
Reportedly, it was found on (B)(6) 2022 that the home monitor was no longer connected to the back office. The patient confirmed on (B)(6) 2022 that all lights were off on the home monitor, despite correct signal received by the associated wirex, and observed that a light promptly turned on when lifting the power cable before turning off again. The device was eventually replaced.

Event description:
Reportedly, it was found on (B)(6) 2022, that the home monitor was no longer connected to the back office. The patient confirmed on (B)(6) 2022 that all lights were off on the home monitor, despite correct signal received by the associated wirex, and observed that a light promptly turned on when lifting the power cable before turning off again. The device was eventually replaced.